Manufacturer narrative:
The saber rx 8mm x 2cm x 155cm balloon catheter was delivered to the left common iliac artery, it was inflated within its nominal pressure. The initial inflation was performed but the lesion was not inflated enough; the saber was inflated again within its nominal pressure, but it ruptured within two minutes. There were no reported patient injuries. The lesion was the left superficial femoral artery and the left common iliac artery. The lesion had moderate calcified with seventy percent stenosis. An approach was made from the right inguinal region with a non-cordis guiding sheath, and a non-cordis guidewire. The saber was replaced with another saber, a smart stent was implanted, and the procedure was completed. There was no difficulty crossing the lesion when the guidewire and the guiding sheath crossed. The device was stored for approximately two hours, handled and prepped normally (i.e. By maintaining negative pressure) per the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The balloon catheter was removed easily and intact from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17625842 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event as calcification is known to damage balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber rx8mm2cm155 was delivered to the left common iliac artery, it was inflated within its nominal pressure, as the initial inflation but the lesion was not inflated enough; the saber was inflated again within its nominal pressure, but it ruptured in two minutes. There were no reported patient injuries. An approach was made from the right inguinal region with a non-cordis guiding sheath, and a non-cordis guidewire. The saber was replaced with another saber 8mm*4cm and a smart 10mm*3cm stent was implanted and the procedure was completed. The lesion was moderate calcified. There were no problems such as getting caught on the lesion when the guidewire and the guiding sheath crossed. The lesion was the left superficial femoral artery and the left common iliac artery. The device was stored for about two hours. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The balloon catheter was removed easily and intact. There was seventy percent stenosis.